Event description:
It was reported that the patient with this right ventricular (rv) lead has twiddler syndrome and caused this rv lead to be dislodged. Moreover, it was confirmed through an x-ray. Subsequently, this lead was explanted. No additional adverse patient effects were reported.